Event description:
It was reported that the pump showed the cassette not attached error. There was no patient involvement.

Manufacturer narrative:
B3: unknown; month and year valid investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing were performed. Could not confirm complaint. The device was functioning normally. Several sets of cassettes and admin sets were used and could not duplicate the error. No parts replaced. Probable cause was faulty disposable. Device is running normally at this time.